Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Subsequently, the customer's blood glucose level displayed as "high". A specific bg value was not provided. At the time of the call with customer technical support the customer had not addressed the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.